Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4). Codes provided by manufacturer. This report was mailed to FDA on: 03/14/2014. (B)(4).

Event description:
A healthcare professional reported that a system message code was displayed during surgery due to a pole failure. The surgery was delayed for 45 minutes. The procedure was completed with another system. No patient harm reported. Additional information has been requested.